Manufacturer narrative:
The EU IFU states that bleeding is a possible adverse event related to deployment of vacular closure devices. The EU IFU states manta should be deployed "while maintaining neutral digital pressure at the puncture with the fingers of the left hand, withdraw the manta slowly and carefully from the patient along the angle of puncture, approximately 45 degrees." An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation.

Event description:
A transcatheter aortic valve implantation (tavi) was performed on an (B)(6) female on (B)(6) 2019. A teleflex proctor was present during the procedure. The physician first gained access to the patient's left femoral artery and vein. A 6f sheath was placed along with a jr 4 catheter to gain access to the right femoral artery under fluoroscopic guidance. The access vessels were reported to measure 7 mm in diameter with some calcium deposits. Puncture location was completed without issue at a depth of 3.5 cm; manta deployment depth was noted to be 3.5 cm +1.0 cm. The procedure sheath was reported to advance and withdraw with difficulty. It was described by the teleflex proctor as having "a lot of resistance to overcome." It was further reported that so much pressure was needed to advance the procedure sheath that it almost kinked as a result. In the opinion of the teleflex proctor, the friction that occurred during the advancing and retracting of the working sheaths could be due to the opening in the skin and subcutaneous tissue not being large enough. It was reported that while the sheath was being advanced, the skin was advanced into the groin. The operators did not open the skin and the subcutaneous tissue further. The tavi was successful. After the final valve control, the activated clotting time (act) was reportedly 220 seconds. Manta 18f vascular closure device was deployed for closure of the access site. The proctor reported that the deployment technique was not according to manta's instructions for use and the surgeon had "applied a lot of pressure to the groin" as the manta was pulled to tension. The physician reportedly wanted to prevent the groin from bleeding. Following deployment and lock advancement, pulsatile bleeding was reportedly seen. The proctor recommended a second advancement. Following a second attempt, pulsatile bleeding was reportedly still seen. It was reported at this point, that a second physician stated that he "felt the collagen" at skin level and a post closure angiogram showed extravasation. The reporter stated a balloon was advanced from the contralateral side and at this point, the collagen was visualized "sticking out" of the access site. A 7cm x 10 mm covered stent was placed; however, hemostasis was not achieved. A second covered stent was reported to have been placed and hemostasis was achieved. After hemostasis was achieved, the manta radiopaque lock was removed from the access site using a clamp and then the collagen plug was pulled out of the groin. The manta toggle remained implanted in the patient covered by a stent. The puncture site was closed with a suture. The patient was reportedly doing well after the procedure. This complaint is being reported because the patient experienced an event that necessitated surgical intervention to preclude permanent impairment/damage. Use error involving the manta vascular closure device was identified as a contributing factor in this complaint.

Manufacturer narrative:
The device was not returned for investigation. The angiograms were obtained by essential medical. It confirmed there appeared to be tract deployment due to the lock being positioned far away from the vessel. The suspected root cause is potentially caused by difficult dilation of the puncture tract which per IFU may be indicative of scar tissue. Additionally, bleeding was noted to be present after manta deployment, and following deployment of the first covered stent. Bleeding ceased following the deployment of the second covered stent. The IFU lists as warning: "difficult dilation of the puncture tract due to scar tissue may lead to swelling of surrounding tissue, thus compromising the accuracy of the puncture depth determined during the puncture location procedure." The risk of failing to achieve hemostasis and access site complications leading to surgical intervention is written in the EU IFU. Risk documentation was reviewed, and tract deployment is a known risk. The occurrence rate of this type of incident remains below risk documentation acceptable occurrence rates. The device history was reviewed and confirmed no non-conformities were identified related to this event. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.